Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 25.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the lens power was wrong for the patient. There was no incision enlargement, vitrectomy, or sutures used. The replacement lens was a monofocal za9003 25.5 diopter lens. Reportedly, there was no patient injury, but the patient was experiencing blurred vision at all ranges. No additional information was provided.

Manufacturer narrative:
The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.